Event description:
It was reported that out of range issues occurred between the transmitter and pump for an unspecified duration of time. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.